Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 100 tubes were losing vacuum and underfilling as tubes neared expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 100 tubes were losing vacuum and underfilling as tubes neared expiration date. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The indicated failure mode of underfill was not observed in the attached photograph. Retained samples could not be tested as the tubes had expired (31jan2026) prior to the investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.